Manufacturer narrative:
(B)(4). The entire device was not returned for evaluation; therefore, the reported difficulties could not be confirmed. Based on visual analysis of the returned device, there is no indication of a product quality issue with respect to manufacture, design or labeling. The investigation was unable to determine a conclusive cause for the reported difficulties. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that an arteriotomy closure of the right common femoral artery was completed using a proglide device with a 6f sheath after a circumflex coronary artery interventional procedure. Reportedly, the proglide sutures started to fray and it was difficult to tighten the knot and cut the suture. However, hemostasis was achieved using the sutures of the proglide device. There was no reported adverse patient sequela. There was no clinically significant delay in the procedure or therapy. The physician is reportedly trained in the use of the proglide device. No additional information was provided.